Event description:
The lead was explanted due to oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found external abrasions at 8-8.2cm and 14-16.3cm from the connector pin. The lead abrasion is consistent with that produced by friction with the ICD can. The re coil and cable were exposed; this could cause the reported sensing anomaly.